Event description:
It was reported that when the surgeon was repairing the atf, he decorticated the bone on the distal fibula where the atf was attached. He didn't use the k-wire with the ar-1915ft. The anchor was 3/4 of the way down and the driver broke off in the anchor. He was delayed 30 minutes. He had to use the synthes broken screw remover set to core the anchor out. Surgeon was able to finish the case but had to reposition another anchor and as a result had bone void from the anchor he had to core out.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record revealed nothing relevant to this event. The evaluation revealed that the driver's distal drive tip is broken-off at the square drive/drive shaft interface, and the broken distal square drive is lodged inside the titanium anchor. All critical dimensions were found to be within specification. Device met all material specifications as received. This type of event is most likely caused by over insertion, not inserting the implant coaxial to the bone tunnel, prying/leveraging the driver while the implant is still loaded and/or improper bone preparation. Also, not using the supplied k-wire as a pre-drill could have contributed to or caused the event. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.